Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced recurrent stress urinary incontinence, straining to urinate, incomplete voiding, dysuria, pain with menses, abdominal pain, infection, bleeding, vaginal scarring, neuromuscular problems, erosion, extrusion, organ perforation and dyspareunia. A cystoscopy, hydrodistention for pelvic pain, excision of mesh and urethrolysis were performed.